Manufacturer narrative:
Exact date unknown, event occurred at the beginning of the year 2022.

Event description:
It was reported that the patients ipg was non-functional after receiving the end-of-life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.